Event description:
According to the additional information received, the lens was removed and replaced with a company lens of different model but same diopter in a secondary procedure.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric vivity company (2.25), 23.5 diopter lens was exchanged for a non-toric vivity company, 23.5 diopter lens. An intraocular lens (iol) exchange with a change in the toric power may suggest that the replacement lens model was an improved choice for the patient's vision needs. The reporting facility has not provided the initial lens information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after intraocular lens (iol) implantation, the patient was very uncomfortable with it. The patient was not able to adapt. The lens was removed in a secondary procedure. The patient's symptoms disappeared after explanation in secondary procedure. The patient had a history of cataract. There are two medical device reports associated with this patient. This report is associated with the left eye.